Manufacturer narrative:
The subject product was returned to omsc for investigation. The investigation confirmed that the operation pipe was broken at the junction with the basket wire. There were no abnormalities found upon investigation of the condition of solder part and the outer diameter of the junction. As the checking of the manufacturing record of same lot, nothing abnormal was detected. Therefore, omsc assumes that the condition of the patient or stone might cause this event. The device instruction manual has warned users that there is possibility the calculus cannot be crushed by lithotriptor, and it also describes what to do if the lithotriptor cannot crush the calculus.

Event description:
Olympus medical system corp. (Omsc) was informed that during crushing a calculus in the bile duct with the bml handle, the connection part of the operation wire and operation pipe broke. The physician attached the basket wire of this device to the mechanical lithotriptor handle (bml-110a-1). The calculus was crushed. The physician completed the procedure. There was no patient injury reported regarding this event.